Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product was received for analysis, but the analysis has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The event happened during the preparation. At the time of pre-deployment electrical check, the green system ready light of the presidio microcoil (pc4100730-30/j10345) did not illuminate. Then, when he replaced the presidio for a new one (pc4100730-30, lot unknown), the system ready light of the replaced coil illuminated and he was able to detach it with no further issues. After that, it was noted that the physician could not detach a deltaplush microcoil (cpl100306-30/g14616) although pressing the detachment button several times. The green system ready light illuminated at the time the detachment was attempted. Then, the deltaplush was safely removed from the patient and was replaced for a new one (cpl100306-30, lot unknown). Therefore, he was able to detach it into the target aneurysm with no further issues. During the procedure, the same cable (ecb000182-00, lot unknown) and detachment control box (dcb000005-00, lot unknown) were used with the products. Afterwards, the procedure was successfully completed without any further issues. There was no patient injury/complications reported. After the complaint product, three coils (cpl100306-30/cpl100202-30/cpl100201-30/lot all unknown) were successfully placed into the target aneurysm without any further issues. It is unknown how many coils were successfully placed during the procedure. The products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU. Prior to use, no defect (kink, bends etc.) Was noted on the products by visual inspection. Also no damages were reported on the devices after the event. The procedure was coil embolization of middle cerebral artery ruptured aneurysm that was not calcified and mildly tortuous. Access was obtained from right femoral artery. The complaint products are going to be returned for evaluation. No additional information is available. As viewed through the returned packaging, it was found that the coil was stretched, damaged, and protruding outside the sheath. The circumstances that produced this damage to the coil and its protrusion outside the sheath cannot be determined. Located 12.0 centimeters off the distal tip of the green introducer, the coil protrudes outside the sheath for a length of 5.0 centimeters. The 6.0 centimeters coil was stretched approximately 13.0 centimeters. There is no mechanical sheath damage that resulted in an opened skive at both protrusion sites. The detachment fiber is intact and did not receive heat and melt. The coil unraveled out of the soldered section due to external force as no material defects were found. Upon receipt, the device positioning unit (dpu) passed electrical testing with resistance at 51.7 ohms and the enpower system go green light illuminated, during laboratory testing, the coil detached on the first detachment cycle. The dpu passed post-detachment electrical testing with resistance at 52.0 ohms. The detachment fiber received heat and melted as designed. Laboratory testing could not duplicate the field complaint. Therefore, the root cause of the coils non-detachment inside the aneurysm cannot be determined. It was not stated in the event description that this specific microcoil system had a pre-deployment electrical test even though it was stated that the systems go light was illuminated during the detachment attempt, it was not stated that the detachment light illuminated or audible beeps were heard. If the pre-deployment electrical test was not completed prior to use, then for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿¿verify the functionality of the microcoil delivery system before proceeding with microcoil placement. This needs to be done with the microcoil still in the hoop. To verify proper dcb and microcoil functionality a connecting cable and microcoil must be connected to the dcb unit. After verification of the dcb and connecting cable, turn off power to the dcb and disconnect the connecting cable from the microcoil until the microcoil is ready to be detached. Please refer to the detachment control box instructions for use section, located near the end of this document, before proceeding...¿ in addition, without the identification or the return of both the unknown enpower detachment control box (dcb), the connecting cable, and the unknown microcatheter used in the procedure, it cannot be determined if these components contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the analysis, the reported event was not confirmed, since the unit passed electrical testing. Additionally, the damages found during analysis may have occurred during the shipping process, since it was noted that after use the device was not damaged. The information indicated that the procedure was conducted per labeling guidelines; however, the device failed to detach. The event could be related to use handling or procedural factors. The DHR indicated that this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective action will be taken at this time.

Event description:
The event happened during the preparation. At the time of pre-deployment electrical check, the green system ready light of the presidio microcoil (pc4100730-30/j10345) did not illuminate. Then, when he replaced the presidio for a new one (pc4100730-30, lot unknown), the system ready light of the replaced coil illuminated and he was able to detach it with no further issues. After that, it was noted that the physician could not detach a deltaplush microcoil (cpl100306-30/g14616) although pressing the detachment button several times. The green system ready light illuminated at the time the detachment was attempted. Then, the deltaplush was safely removed from the patient and was replaced for a new one (cpl100306-30, lot unknown). Therefore, he was able to detach it into the target aneurysm with no further issues. During the procedure, the same cable (ecb000182-00, lot unknown) and detachment control box (dcb000005-00, lot unknown) were used with the products. Afterwards, the procedure was successfully completed without any further issues. There was no patient injury/complications reported. After the complaint product, three coils (cpl100306-30/cpl100202-30/cpl100201-30/lot all unknown) were successfully placed into the target aneurysm without any further issues. It is unknown how many coils were successfully placed during the procedure. The products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU. Prior to use, no defect (kink, bends etc.) Was noted on the products by visual inspection. Also no damages were reported on the devices after the event. The procedure was coil embolization of middle cerebral artery ruptured aneurysm that was not calcified and mildly tortuous. Access was obtained from right femoral artery. The complaint products are going to be returned for evaluation. No additional information is available.